Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition, the device evaluation found the water tightness lost due to a damaged cable, and the switches cannot be pressed down smoothly due to damage on the sw fpc. Based on the results of the investigation, it is likely that the following led to the malfunction: the most probable cause of the identified failures is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A device history review was completed, and no issues were identified. The reported risk/harm is addressed in the instructions for use (IFU): en-ch-s400-xz-ea_om_7.0. ¿never use the camera head on a patient if an irregularity is observed. Damage or an irregularity in the camera head may compromise patient or user safety and may result in more severe equipment damage. ¿ olympus will continue to monitor the field performance of this device.

Event description:
It was reported the subject device had no image. No patient harm was reported by the customer.

Event description:
It was reported the subject device had no image. No patient harm was reported by the customer.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted once the investigation has been completed and or additional information has been received.